Event description:
It was reported that there were lead warnings on the right atrial (ra) lead. Inappropriate sensing and inconsistent capture were both exhibited, in addition to low impedance when in bipolar configuration. It was further noted that device mode switching did not occur as it should have. Reprogramming was performed, and the device and ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.